Manufacturer narrative:
Concomitant medical products: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 16204900, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were drainage, redness and pus. The patient was prescribed antibiotics and underwent an explant procedure. It was believed that the infection was not device or procedure related.